Event description:
It was reported that the patient lost access to sound with the cochlear implant after swimming. An accident is not known. Prior to the event the patient was able to hear well.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient lost access to sound with the cochlear implant after swimming. An accident is not known. Prior to the event the patient was able to hear well. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.